Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
Legal counsel reported to dexcom that the patient¿s receiver/display device failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. It was stated that the patient suffered serious injuries including but not limited to diabetic ketoacidosis and acute kidney injury requiring inpatient hospital care for treatment of her injuries. Despite additional requests for information, no further information was provided.